Event description:
A catheter fracture was reported. "The catheter was never patent, supposedly." The pump was not explanted. Patient hadn't been receiving adequate or any therapy for (B)(6) with his pump. Telemetry strips indicated drug prialt 1200 mcg/day, 25 mcg/ml. In addition compounded baclofen was also reportedly infused.

Manufacturer narrative:
(B)(4).